Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return and additionally noted that the atrial connector was cracked as was the lower housing near the ventricle connector, the battery drawer was missing its cover and that all the cover attachments were cracked and the attachments were missing and that the battery contacts were visibly contaminated. The device was cleaned and the atrial connector, lower case and all attachments were replaced. The device passed all tests.

Event description:
It was reported that the external pulse generator was "defective." It was noted that no further details were available. The generator was returned for service. No patient complications have been reported as a result of this event.